Event description:
It was reported that the patient was experiencing a lot of heat while recharging. The patient would lie on the antenna to charge since the implantable neurostimulator (ins) healed at an angle. The patient felt the antenna got too hot but never rose to the temperature when recharging would stop and never got about 99f. It was reported that the healthcare provider (hcp) was considering replacing the ins with a non-rechargeable device. A longevity calculation was performed and determined that the ins would last for about 39 months. The patient wanted to continue to give the recharger a try. The recharger head was replaced but nothing was improved but the patient wanted to continue to try. About six months later, additional information received stated that the patient had the implantable neurostimulator (ins) explanted yesterday. The patient¿s status after surgery was recovered without sequela and was happy and receiving effective therapy. The patient was implanted with a primary cell battery and was going to let the manufacturer¿s representative (rep) know when she was ready to have it reprogrammed.

Manufacturer narrative:
Product ID: 97754, serial (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4). Product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37791, serial# unknown , product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomaly. The ins passed functional testing including heat testing during recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.